Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and replaced the ultrasonic printed circuit boards (pcb), the sample transducer and the reagent 2 probe tip. The cse checked the alignments, ran a system check and quality controls, which were acceptable. The customer ran precision testing in replicates of five, which were within acceptable ranges. The cause of the discordant, falsely elevated hb1c results on five patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required

Event description:
Discordant, falsely elevated hemoglobin a1c (hb1c) results were obtained on five patient samples on a dimension xpand plus with hm instrument. All the patients had a history of low hb1c results. The discordant results were reported to the physician(s). The samples were not repeated as they were discarded. The corrected results were not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hb1c results.